Event description:
It has been reported to philips that the system could not perform exposure nor fluoroscopy. The system was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reconnected the footswitch's cables that were loose. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that device has no x-ray. During troubleshooting, fse found that footswitch cable was loose. Fse reconnected the footswitch cable. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.